Event description:
Pt was in the hosp. Nurse noticed the pump and line were empty, but the pump had not alarmed and was still running (pumping air). There was no illness, injury or medical intervention resulting from the event. One pt involved.